Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the reverse locking mechanism was blocked and the return lock blocked. It was further determined that the device failed pretest for check attachment coupling with attachments, check reverse locking mechanism, check for air leak, check function of soft mode switch (safety system), check triggers for fwd / rev mode and check the power with test bench: min. 110 to 60 w. It was noted in the service order that the device did not work before use on a patient. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.